Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information was received that there was no device malfunction suspected. The patient did well postoperatively and the explanted device was discarded.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 10 years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith effort.